Event description:
During the initial setup performed by the zoll clinical deployment team, the autopulse nxt battery (sn (B)(6) indicated a full charge while on the charger. When the battery test button was pressed, all indicator lights displayed green. However, upon insertion into the nxt platform, the alert indicator illuminated after approximately 10 seconds. The nxt platform operated as expected when used with a known functional battery. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt lithium-ion battery in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.